Manufacturer narrative:
The actual date of event is unknown. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had an alarm - error codes/ messages 600.6840.5, would not connect to network, data set status was none available, failed server state, would not stay connected and could not see battery status. There was no patient involvement.